Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a loss of capture after the patient underwent open heart surgery. The lead was thought to have moved during the procedure. No adverse patient effects were reported. A request for additional information has been made. The lead remains in service.